Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by dark effluent and fatigue. The patient was not hospitalized for the event. The cause of the peritonitis event was not reported. On an unreported date, the patient was treated with ceftazidime (intraperitoneally (ip), once a day, dose not reported) and cesazolin (ip, once a day, dose not reported) for peritonitis. At the time of this report, the patient was recovering from the event and treatment with cesazolin and ceftazidime was ongoing. Pd therapy was ongoing. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.